Event description:
Device malfunction: loss of vessel access. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during distal deployment of the thumb advancer, the device "disengaged" from the artery. Manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.